Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, unit alarmed unexpected restart alarm after battery change and resets time/date to factory default due to damage out of box voltage leak at interface board.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer state that the display was returned after troubleshooting. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.